Event description:
The reporter stated that the device leaked from the stopcock during use. There was no reported pt injury or treatment associated with this event.

Manufacturer narrative:
(B) (4). Eval summary: a portion of a used sample was returned for eval. Leak testing showed leakage at the bottom of the stopcock area. A small drag mark was found on the plug extending down from the fluid path which caused the leakage identified. Upon examination, the drag mark was visually consistent with a pin from the tooling cavity having scraped along the molded stopcock plug during ejection of the component. Review of the complaint database shows no similar issues have been reported for the lot number listed (1277658). This issue is being considered an isolated event.